Event description:
After taking the first bite, the forcep was retracted and it was noted that the cup fell apart and all three pieces stayed in the patient's right lung. The pieces were retreived with another forcep. Patient was then x-rayed to confirm retreival of parts. Fluoroscopy was not used during the procedure. The procedure was completed.